Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead (B)(6) 2009. (B)(4).

Event description:
It was reported that right ventricular (rv) lead showed rising thresholds and impedances. It was also reported there may be a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.automatic lead diagnostics shows ventricular lead impedance began to increase in december 2013 from an approximate baseline 500 ohms up to >1500 ohms by february 2014. Vcm trend shows rv lead threshold began to rise in december 2013 from average threshold baseline of 0.5 volts up to 1.5 volts by april 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.